Event description:
A report was received that a patient underwent a pocket revision due to discomfort. During the procedure, the physician chose to replace the patient's ipg, though nothing was wrong with the device. The patient is reportedly doing well following the procedure.